Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction was identified. The device was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: it is unknown whether the patient was operating the device at the time of the alarm, and there was reportedly no patient involvement. The homechoice cycler was returned for device evaluation for the reported condition of an unknown system error. The reported issue was verified during the event history log review and was determined to be system error 2197. A visual inspection was performed with no issues noted on the device. During functional testing, the system error 2197 occurred. The alarm was determined to have occurred due to a left disposable pressure leak caused by a faulty gasket membrane. To correct the condition, the membrane gasket was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced an unspecified system error on the homechoice device, before use. As there was no patient involvement, there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.